Manufacturer narrative:
An event regarding loosening involving a restoration modular stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the patient's right hip was revised due to the stem being loose. A size 17 stem was revised to a competitor size 27 stem. Though there were no allegations against the head or poly liner, those were revised to competitor and stryker devices. The shell and metal liner were not revised. Patient's previous surgery was a revision from competitor product to stryker devices.